Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The index procedure treated a 3.5x16mm, 70% stenosis of the mid rca (right coronary artery). Treatment consisted of predilation, placement of a 3.5x20mm taxus express2 stent, and post dilation resulting in 0% residual stenosis. A bend in the rca created a "mechanical kink" with "possible dissection" at the proximal end of the stent. This was "smoothed out" by placement of an additional 3.5x12mm taxus express2 stent with overall 0% residual stenosis. The patient was discharged the next day on asa and plavix.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.